Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a gradual increase in impedance measurements up to greater than 3000 ohms. There was no noise observed, and sensing and threshold measurements were good. A surgical revision was performed, and the lead was tested via the pacing system analyzer (psa), which confirmed the high impedance measurements. The lead was therefore surgically abandoned and replaced. No additional adverse patient effects were reported.